Manufacturer narrative:
B5: patient experienced severe retro-orbital pain and corneal edema. Claim# (B)(4).

Event description:
In the article, "severe intraocular pressure rise after implantable collamer lens implantation," after an impalntation of a implantable collamer lens (icl) procedure that patient experienced excessive vault, blurred vison and elevated iop. Medicaton was provided.

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).